Event description:
It was reported that the device was used during a sleeve revision. The 1st firing of the device was fine. On the 2nd firing with black reload, the stapleline was formed, however, the staples did not deploy. The staples were missing from the middle of the reload in the inner and middle rows of the cartridge on the patient side. The staples were left in the reload instead of deploying during firing. The surgeon sutured the staple line because they were too close to the bougie and if they had restapled the stomach would have been too tight for the patient. Seam guard was used on all firings. The same device was reloaded and used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The cartridge was returned fully fired and damaged at the knife slot area. Furthermore, the one piece sled was noted to be damaged. Damage was also found on the internal bottom surfaces of the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was on: what tissue type was the device used? Stomach. At what location on the tissue? Stomach 2nd fire up from antrum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black, green, gold. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes . Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Not sure-this was a revision from a band. Does the patient have any relevant history of surgical treatments? If so, what? A band. How long has the surgeon been using this device for this procedure (in years)? Little under a year . Was there a recent conversion to ees devices in this account or with this surgeon? No.